Event description:
Revision surgery 6 weeks after primary due to bone fracture. Unobtrusive initial course. At the 6 week check this finding shows a periprosthetic fracture. The pt reported a misstep about 3 weeks ago with increase in pain. The surgeon supposes a fissure with secondary dislocation. On (B)(6), 2015 we received the information that the revision surgery was successful: cerclage and exchange of the stem. MFR ref# 3005180920-2015-00037.